Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. Concomitant medical products: other relevant device(s) are: product ID: bi20000070, serial/lot #: none; product ID: bi71000614, serial/lot #: none. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the imaging system collided with a table. Subsequently there was a noise noted in the gantry. Additionally, the inner gantry fans and louvre (rear end cover) were damaged. There was no patient present when this issue was identified.